Event description:
It was reported the ep catheter is not deflecting correctly. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device no relevant visible damage was detected. The catheter handle, deflection/ locking mechanism, shaft, connector, and distal tip appeared to be intact. The device was evaluated for deflection. The catheter did not form a curve consistent with the visual work reference (vwr) specification. The inspection results determined that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is a curve failure as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - do not alter this device. - inspect the packaging and catheter for damage or defects prior to use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. - avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.